Manufacturer narrative:
Device received. Investigation results still pending. A follow up supplemental will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Additional information added to: concomitant products correction to added healthcare professional this device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to electrical failure of the power supply board assembly a review of the device history record showed the device had a manufacture date of 15jul2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.